Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had chills was sweating had weakness and fatigue. The patient had developed an infection. There was vegetation on the right ventricular lead. The system was explanted. There were no immediate complications during the procedure. No patient symptoms were reported.